Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new jersey reported that multiple rt210 adult ventilator circuits failed the ventilator leak test prior to patient use. The issues reportedly resolved when the mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits were replaced. There was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) reported that multiple rt210 adult ventilator circuits failed the ventilator leak test prior to patient use. The issues reportedly resolved when the mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits were replaced. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided. Section h11: method: seven mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits were returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned devices. Leak testing confirmed that the mr290v vented autofeed humidification chambers were within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned devices. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt210 adult ventilator circuits state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.